Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that oversensing of noise was observed on this right ventricular (rv) lead. A high out of range pacing impedance measurement of greater than 2000 ohms was also reported on the rv channel. Surgical intervention was performed and the physician failed to gain proper access to insert a new rv lead. The current system was reprogrammed and a new right sided implant was performed at a later time. No adverse patient effects were reported.